Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at l5 due to fracture. Intra-op, during inflation, the balloon of the inflatable bone tamp (ibt) burst at 200 psi. The balloon was immediately deflated and was replaced with a second ibt. No patient complications were reported due to this event.